Manufacturer narrative:
The subject device will not be returned to the manufacturer because it remains implanted. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. No conclusion can be drawn, as there was no device failure.

Event description:
It was reported on august 22, 2007 a treatment procedure of a bilateral supraclinoid ica (internal carotid artery) stenosis. Obese, diabetic female presented "with bilateral watershed type infarcts with left sided numbness and weakness." The bilateral supraclinoid ica stenosis was high grade and in tortuous anatomy. The pt was heparinized upon admission although she still experienced tia's (transient ischemic attack). Asa (acetylsalicylic acid days -325mg) and plavix (75mg) were administered for 7 days. The left side procedure was performed first. The act (activated clotting time) was greater than 2x baseline. "Post-stent angio revealed only low density contrast in stented region. A few minutes later noted low flow (platelet aggregation). IV integrilin given and continued overnight, discontinued next day. Patient looked good the next day." One month later, the right side carotid stent procedure was performed and integrilin was given prior to the procedure. A balloon catheter and similar stent were used. "Patient was lost to follow up."